Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised. While the surgeon didn't report any specific reason, the rep reported possible issues with stability. A 36 +0 metal head and 36d poly liner were revised to a 22 +10 head with a size d constrained liner. Rep provided an x-ray and reported that no further information is available.